Manufacturer narrative:
(B)(4): the lot was manufactured july 29, 2015- july 30, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused. The expected infusion time was approximately 1 hour. However, after 3 hours, only half of the infusion had infused and the patient disconnected the device. The device was filled with 0.9% sodium chloride with a total fill volume of 250 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.